Event description:
New information received: patient returned to clinic for follow-up and episodes of non-sustained right ventricular oversensing caused by post-paced t-wave oversensing was observed. Patient was asymptomatic. No programming changes were made and patient will continue to be monitored. Patient left clinic in stable condition.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that device showed stored non-sustained lead noise episodes due to oversensing of myopotential. The device also showed t-wave oversensing. Patient was asymptomatic. Patient will be seen during the next follow-up. Patient is stable.